Event description:
It was reported that during a stenting treatment procedure a tip detached and remains inside the patient. The lesion was located in the common trunk of the left coronary artery. The physician dilated and deployed a non-specified stent, and he post-dilated close to the mach 1 guide catheter. This resulted in a detachment of the tip of the mach1 guide catheter in the common trunk at the time of deflation.the physician tried to recapture the tip with a balloon without result. He decided to deploy a stent inside the tip to crush it. No further patient complications were reported. The patient's condition was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure a tip detached and remains inside the patient. The lesion was located in the common trunk of the left coronary artery. The physician dilated and deployed a non-specified stent, and he post-dilated close to the mach 1 guide catheter. This resulted in a detachment of the tip of the mach1 guide catheter in the common trunk at the time of deflation. The physician tried to recapture the tip with a balloon without result. He decided to deploy a stent inside the tip to crush it. No further patient complications were reported. The patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the soft tip of the device was detached and not returned for product analysis. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).